Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the reservoir tube side found on nov 06, 2025. Pump received with a damaged retainer ring. Unable to lock a sc1 cap into the reservoir compartment due to a damage broken retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and dented retainer ring. Cosmetic damage was confirmed at reservoir tube. Damaged retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to damaged retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack case reservoir tube side. The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1812 was requested and customer responded that the device was returned for analysis.